Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two polaris 5.5 button lock inserters were found with fractured tips during inspection at a distributor. This is report one of two for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation -the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off. Potential root cause -a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to excessive forces applied during use. DHR review -the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report 3012447612-2023-00235.

Event description:
It was reported that two polaris 5.5 button lock inserters were found with fractured tips during inspection at a distributor. This is report one of two for this event.